Event description:
Initial report: the initial report and follow-up reports received on 26-mar-2010, 29-mar-2010, and 31-mar-2010 respectively were processed together. This non-serious case from (B) (6) was received from a physician on 26-mar-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree. (B) (4). Associated to case (B) (4) (same reporter). Of note, the vial injected (into this pt) was from the same box as (B) (4). One vial was administrated to each pt. This case involves a (B) (6) female pt who received two poly-l-lactic acid (sculptra) injections (on (B) (6) 2009 and (B) (6) 2010). On (B) (6)2010, the pt developed 4-5 red hot visible nodules of big size that were increasing in hardness and size. These nodules were located on commissures and line of the rings under the eyes. Corrective treatment: (B) (6) 2010: intralesional injection of corticosteroids, 5-fu (not specified which one or whether both) and corticosteroids: dexamethasone (nos) 1mg/12 (oral or IV, route not specified). Other treatments include radio frequency. According to the reporter, the event did not lead to permanent impairment of a body function or permanent damage to a body structure. No biopsy was performed and no surgical intervention was required. Relevant medical history and concomitant medication info were not mentioned. Action taken: not applicable. Outcome - recovering/resolving. A ptc (pharmaceutical technical complaint) was initiated: (B) (4). Physician/reporter causality: probable.